Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error message e216 was seen during angulation adjustment. A root cause for the image whiteout event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. A root cause for the scope communication error could not be identified. Based on the results of the investigation, the most likely cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had an occasional image whiteout. The event occurred during inspection for use. There were no reports of patient involvement.